Manufacturer narrative:
Instrument data review indicates that on (B)(6) 2021, run 957 ran with scfa 10830u with all targets negative, ipc CT=30.9 which does not indicate sample inhibition. The curves suggest no amplification observes for this sample. An indication that the sample is a true negative result. Furthermore, the sensitivity of the competitor test is not known, and therefore, it cannot be determined if the sample may have been near the lod for that assay. Additionally, different assays use different algorithms and may also target different regions of the viral dna. As such, results with one assay may not be reproducible with a different assay. Sample contamination on transport cannot be ruled out. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests. The agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a false negative sars-cov2 result using the cobas® sars-cov-2 & influenza a/b nucleic (scfa) acid test, for use on the cobas® liat® system lot #10830u when compared to an unknown predicate method that resulted in positive sars-cov2. The customer reported that (B)(6) 2021 the initial patient sample was tested with the cobas® liat® system (B)(4), generated sars-cov2 negative, influenza a negative and influenza b negative. The same sample was sent out to a laboratory and repeated with an unknown pcr instrument generated sars-cov2 positive. The results were reported to the patient and or/ medical personnel treating the patient. No apparent harm or injury occurred in relation to the event. An investigation was conducted to evaluate the customer¿s allegation.